Manufacturer narrative:
Document review: gmk primary cemented fixed femur size 5 left: ref 02.07.2005l/ lot 132786 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Gmk primary cemented fixed tibial tray size 5 left: ref 02.07.1205l/lot 133120 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp# (B)(4).